Event description:
It was reported that 7 years after being implanted, the inflatable penile prosthesis (ipp) device would not inflate fully anymore. The ipp device was explanted, and a new ipp device was implanted. There were no patient complications.